Manufacturer narrative:
The previous MDR was submitted by william cook europe (wce) under manufacturer report reference number 3002808486-2020-00693. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional investigation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported fractured hip, fractured vertebrate, clavicle shunt broken are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to current controls. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular due to deep vein thrombosis (dvt) followed by an unsuccessful percutaneous retrieval attempt (B)(6) 2016. Patient is alleging vena cava perforation, failed removal, embedment. Patient further alleges fractured hip, fractured vertebrate, clavicle shunt broken . Per the retrieval report (attempted): "prior venacavogram demonstrates normal caliber of the inferior vena cava." "The hook of the filter was snared and the legs of the filter were collapsed with the 9 french sheath. Traction was applied and the outer sheath was advanced over the filter, however despite multiple attempts the filter could not be freed from the walls of the inferior vena cava. At this time it was decided that further attempt might risk perforation of the inferior vena cava wall or fracture of the filter. It was decided to leave the filter in place. There was good positioning of the filter noted" per a report from computerized tomography (CT): "the patient has an infrarenal ivc filter with the tip at the level of the renal veins" "the tines do slightly protrude through the ivc filter wall but they do not contact any vital structure. No displaced fragment".